Manufacturer narrative:
Method: review of the device history records for lot s10863. Query of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results: review of the device history record revealed no deviations associated with the nature of this complaint. To date, all 197 devices processed for lot s10863 were distributed, including 24 devices that were reported as implanted, with 2 other similar complaints reported to lifecell against this lot(ref. MDR 1000306051-2011-00011 & 1000306051-2011-00012). Conclusion: no conclusion can be drawn as device met qc release criteria, including tensile and suture retention testing. Event reported is malfunction that required the device to be repaired with the similar lifecell device. Patient condition and surgical technique may have been contributing factors.

Event description:
It was reported that sutures pulled though and tearing occurred intra-operatively and were repaired. On pod 2, the patient had an acute dehiscence, requiring re-operation. A portion of the device had torn away and was repaired with another similar lifecell device.